Event description:
It was reported that while on a patient a lower o2 concentration was delivered than the one set. An alarm for low o2 concentration was generated. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The local company representative replaced the air gas module and the anesthesia workstation was returned to service. The replaced air gas module and the device logs were received for investigation. The investigation of the air gas module could not reproduce the reported fault. The air gas module was simulated tested and no deviations were found. The received device logs show that system check-outs were performed successfully before and after the event. The logs contain alarms for low inspired oxygen concentration, but we have not been able to establish the cause of the reported deviation in the oxygen concentration.

Event description:
(B)(4).

Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished. (B)(4).